Manufacturer narrative:
This is being reported for a problem found earlier. Investigation of the case logs reveal that the user was presented with warnings indicating that the end effector was not visible. This was visible throughout the case, and may be indicative of an end effector in need of replacing. The observed overall risk is low, which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was completed freehand due to a system error.